Event description:
(B)(4): [information omitted as it pertains to separate events; (B)(4) - lack of effect-explanted poss batt., (B)(4) - lack of effect-explant #2, (B)(4) - shocking at high voltage] information was received from a patient who was implanted with a neurostimulator for other upper quadrant sites. It was reported that the patient had their implantable neurostimulator removed. The patient had a loss of therapy. The patient had the implantable neurostimulator removed because it was not doing anything for him since "maybe 2014."

Manufacturer narrative:
Correction to initial report. Information at the beginning as follows is not applicable: "(B)(6) 2016 (B)(4) (con): [information omitted as it pertains to separate events; (B)(4)- lack of effect-explanted poss batt., (B)(4)- lack of effect-explant #2, (B)(4)- shocking at high voltage]".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.